Event description:
Surecleanse and sodium chloride 10 percent inhalation look alike. Both are difficult to read; neither have barcodes from the manufacturer. Recently, organization changed supply chain. The surecleanse product is new to our facility. Emergency room brought look alike product to the attention of pharmacy. (B)(4).